Manufacturer narrative:
(B)(4). Batch number: p57x0u. This report was received by cdrh on 9/17/2019 under 3005075853-2019-22143, but became stuck in ack2 for 1 week and then proceeded to a duplicate error. It team worked with cdrh to resolve issue. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device cut some or all of the tissue, but not staple the tissue? Did the device deliver any staples at all? If yes, were the staples that deployed into the tissue in the proper closed b-formation? If no, please explain. Or, did staples appear to be missing from the cartridge reload? If the stapler did cut, but not staple tissue how was the transected tissue managed?

Event description:
It was reported that the stapler jaws were closed over the tissue to be stapled, however once fired- the devices is reported to have not deployed any staples. Another similar device was used to complete the surgery. No patient consequence reported.